Event description:
The hcp reported that the patient had increased pain. On (B)(6) 2007 more medication was removed from the pump than anticipated; the pump was interrogated on (B)(6) 2007. The hcp was unable to aspirate fluid from the catheter port due to a kink/occlusion in the subcutaneous section of the catheter; therapy was abandoned. On (B)(6) 2007 the catheter was surgically cut proximal to the kinks in the abdominal site. The hcp was unable to find the rest of the catheter in the lumbar region. That part of the catheter was retained, but was not spliced to the new catheter. The patient was restarted on morphine 1 mg/ml at 0.4998 mg/day on (B)(6) 2008 and was reported to have recovered without sequela.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).